Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post implant. The physician was unable to revise the lead. The ra lead was then explanted and replaced. Additionally, during implant of the new ra lead, it was found to have unacceptable thresholds and sensing. The lead was explanted and replaced. Furthermore, a new ra lead was implanted and had high thresholds due to dislodgement thirty minutes after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.